Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that someone tried to program their device yesterday but could not program it. Patient said they have immense pain and the therapy is not working at all. Patient called the representative who programmed them today and was told that the stimulation only goes up through the legs. Patient asked if that was true for back pain. Patient also stated they called the manager of the rep who programmed them. Agent reviewed role of representative and redirected patient to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that they said both of their stimulators were not placed deep enough and are very painful.